Event description:
A patient arrived to ed in respiratory failure. Pt intubated by ed physician with 7.5 et tube. Pt admitted to ICU and placed on ventilator. Within 7 hours, et cuff noted to be loosing air. Pt extubated and reintubated with 8.0 et tube. This facility has reported several devices with this problem within the last month to the manufacturer. Different device sizes are involved. Product has been returned to the manufacturer. Manufacturer response for endotracheal tube, rusch intodracheal tube 7.5 and 8.0 (per site reporter). Equipment failure reported to teleflex medical. Indicated to call back with further investigation.